Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed, when additional information becomes available.

Event description:
The surgeon reported a patient presented with an unk inflammation at the one day post-op visit exam. Additional information has been requested.